Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke. The lesion being treated was a mildly calcified, tortuous lesion in the mid to distal lad. The physician encountered some resistance during advancement to the mid lad. The balloon was inflated in the mid lad and while attempting to place in the distal lad, the shaft of the catheter broke. No pt injuries or complications were reported.